Event description:
A pt with left and right ventricular assist devices was being prepared to be moved to ICU from the operating room after ventricular assist device implant. Upon disconnecting the dual drive console from ac power, both compressors failed. Upon reconnecting the ddc back to ac power supply, the compressors resumed working. The pt was switched to a back up driver. There was no reported effect on the pt. The device was eval at the site and the battery pack for uninterruptible power supply was replaced. The faulty battery pack was sent to thoratec for further investigation. The ups battery pack containing six individual 12vdc batteries was inspected and evaluated. The cause of failure was identified excessive internal resistance in one of the six batteries.